Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. The patient developed hypotension during ablation and an echocardiogram d confirmed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. On (B)(6) 2016, the patient presented with chest pain and elevated troponin levels. A thoracic CT was negative and a cardiac catheterization did not reveal stenosis. The patient was prescribed colchicine to treat pericarditis. There were no performance issues with any sjm device.